Event description:
No harm to patient. Brevera biopsy needle failed initial testing. It did not pass the first test, which is suction and priming the needle. Saline is supposed to be present within the biopsy needle opening and it was not. Machine offered potential ways to correct, all of which were attempted and testing continued to fail. New brevera needle opened and passed the testing first try.